Event description:
The complainant reported that the automated impella controller (aic) upon changing out the purge cassette the aic did not recognize the purge sensor. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no patient harm reported.

Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #(B)(4)) several times. The returned console was tested and the issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken (missing at blue disc retainer). The root cause of the broken purge flag is due to repeated force and wear and tear of the plastic component. This report is being filed as part of a retrospective review of historical records.